Event description:
Medtronic received a report that the treatment plan was embolization with pipeline dense mesh stent + coil. The access used 8fguiding and 5f precision intermediate catheter, the intermediate catheter was delivered to the clinoid artery segment. The stent catheter was to the m1 straight segment of the middle cerebral artery. The pipeline was selected, and in the m1 section, the microcatheter was withdrawn and deployed the stent. The stent push rod was fixed, and the microcatheter was retracted to the c7 segment of the internal carotid artery. It was found that the proximal end of the stent deployment part was open, but the tip end could not be opened. The stent was recovered and deployed again, but the tip end still could not be opened. After several attempts, the tip end of the stent could not be opened, then the stent was withdrawn, and the stent was pushed out in vitro, and the tip end of the stent was found to be rough. The surgeon said that if the stent was implanted in the body, it would increase the risk of later complications, so the stent should be replaced. Another stent was used, and the whole stent was deployed well, with good adherence after angiography.  The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The reported device and any accessory devices were prepared as indicated in the IFU. The pipeline was used for an indication that is approved (on-label). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a ruptured pseudoaneurysm with a max diameter of 10 mm and a 5 mm neck diameter. The landing zone was 4.8 mm at the distal end and 5.0 mm at the proximal end. It was noted the patient's vessel tortuosity was normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened pipeline flex embolization device inner pouch; the braid within a syringe barrel and the pipeline assembly within a dispenser track. The catheter used during the event was not returned. Visual inspection/damage location details: the model and lot numbers for the microcatheter used during the event were not provided; therefore, compatibility could not be assessed. No bends or kinks were found with the pipeline pushwire. The ptfe was found to be damaged at ~106.9cm from proximal end. The hypotube was found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. The middle section of braid was found to be opened. Braid end 2 was found to be opened and frayed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. Possible cause for ¿pipeline damaged during delivery/retrieval¿ are the result of high force delivery, over-mani pulation, or delivering/retracting delivery wire against resistance. The root cause was unable to be determined. Based on the device analysis and reported information, the customer¿s report of ¿failure incomplete open distal¿ was unable to be confirmed as both bra ID ends were found to be opened. The root cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.